Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Renal dysfunction is a known potential adverse event(s) associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to this type of event. The event could possibly be related to the procedure as patient did not require crrt therapy in the past. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient had renal dysfunction post lvad implant and the patient requiring continuous renal replacement therapy (crrt) and hemodialysis (hd) that was weaned off prior to discharge. It was stated that at the time of the patient's evaluation he was labeled acute on chronic kidney disease stage 2-3 with a creatinine around 1.4-1.6, which was thought to be cardio-renal in nature. He did not have a history of dialysis prior to lvad. He is currently not requiring dialysis. He is listed status 1b for heart/kidney transplant. Most recent creatinine's are in the 2-3 range. It was reported that the patient was discharged on (B)(6) 2015.